Event description:
May have had to perform the heimlich maneuver, (coughed) up brush piece [choking]. Cough in a rapid and panicked manner [cough]. Sore throat [oropharyngeal pain]. Brushless head of oral-b toothbrush; coughed up the brush piece [device breakage]. Case description: a consumer reported that while his wife used an oral-b rechargeable toothbrush, version unknown, she began to cough in a rapid and panicked manner. He saw the headless toothbrush, and thought might need to perform the heimlich maneuver, but she eventually coughed up the oral-b brushhead, version unknown. She had a sore throat that, he stated, had to be nursed for a couple of days. The case outcome was recovered. Relevant history: previously used unspecified oral-b brush heads (B)(6) 2014 with nipping/pinching at the inside of her mouth and lips and drawing blood. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.